Event description:
It was reported that approximately one month following implant of the pacemaker the pocket site became infected and ulcerated. The patient was referred to the burn unit of the hospital for wound care. The patient returned a few months later to the hospital, on (B)(6) 2025, and the pocket site was again observed to be infected. The pacemaker was explanted on (B)(6) 2025, and it was planned to re-implant a pacemaker contralaterally in the next year. No additional adverse patient effects were reported.

Event description:
It was reported that approximately one month following implant of the pacemaker the pocket site became infected and ulcerated. The patient was referred to the burn unit of the hospital for wound care. The patient returned a few months later to the hospital, on (B)(6) 2025, and the pocket site was again observed to be infected. The pacemaker was explanted on (B)(6) 2025, and it was planned to re-implant a pacemaker contralaterally in the next year. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was successfully interrogated and completed a memory dump. The longevity calculation for this device passed or was not applicable.